Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing high blood glucose and that the insulin pump was not giving her insulin. The customer found that there was a leak at the end of the reservoir past the second o-ring. There was also moisture in the reservoir compartment. There was a bubble between the reservoir's o-rings. The insulin pump passed the self-test. The customer's blood glucose reading was 263 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer was advised to discontinue use of the insulin pump until she can change the entire infusion set and reservoir.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill reservoir test and found no air bubbles and no leakage anomaly when removing the plunger. Also ran basal, bolus leaking tests. No air bubbles or leaks were noted.